Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5166235, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-1200, serial number: (B)(4), batch/lot number: 363152, model/catalog description: precision montage MRI ipg sterile kit. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. Devices were not returned for evaluation.

Event description:
A report was received that following a permanent implant procedure the patient was hospitalized due to decreased or impaired motor response. The patient underwent an explant procedure. No further information could be obtained.